Event description:
It was reported when using the bd pyxis¿ medstation¿ es, all stations were on critical override mode. The customer reported that all devices got impacted by the event and affecting patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override mode. A technical support specialist dialed into the server, ran a site down query, and noticed that messages were being transmitted on a timely basis. All services were running, and hsv was not showing any critical notices. The system functioned as intended after the technical support specialist troubleshot the device.